Event description:
Ng [nasogastric] tube placed and confirmed via kub [kidney ureters bladder x-ray]. Nurse evaluated ng tube and noted leaking from ng line near the hub of the ng tube. Ng had to be pulled and replaced. Manufacturer response for tubes, gastrointestinal (and accessories), avanos (per site reporter). They have issued case number [redacted]. Awaiting a return label to return sample for investigation.